Manufacturer narrative:
The device was not returned for evaluation as device was discarded at the hospital. Without return of the unit it is not possible to determine if some damage or defect existed on the unit that could have contributed to the event. It is not known if some procedural factors may have contributed to the event. No corrective actions will be taken at this time. The lot number was not provided thus a device history record was not reviewed. Complaint histories for all reported events are reviewed against trending control limits on a monthly basis and any excursions above the control limits are assessed and documented as a part of the monthly review.

Event description:
It was reported that a slight amount of medication leaked from the side hole of an oximetry central venous catheter. Catheter was partly exposed from the vessel. The position of the side hole was proximal. It was unknown which side the medication leaked from. Although the type of medication was unknown, the medication loss did not affect the patient condition.